Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the hospital rv lead dislodgement was observed. It is unknown how and why the lead dislodged. Lead was explanted and a new lead was implanted. No further information available.